Manufacturer narrative:
(B)(4). The investigational analysis has been completed. The device was tested for: power supply, flow check, bubble sensor, foot pedal, communication between generator and safety. No error was found. Device is within specification. No malfunction found on device. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a smartablate pump and suffered a cerebrovascular accident requiring no medical intervention. Also reported was an undetected air bubble. The physician noticed that the smartablate pump tubing was loaded onto the smartablate generator in such a way that there was approximately a one inch length of tubing hanging loosely between the rotary mechanism of the pump head and the bubble detector. There were no malfunctions reported with the pump tubing. An air bubble was noticed at some point after the bubble sensor. The bubble was big enough for the physician to see it by the stop cock and should have populated an error. No bubble error populated. The bubble was flushed and the procedure was continued without incident. After the procedure completion and the patient returned to the hospital room, the patient suffered a stroke with symptoms of facial drooping and slurred speech. However, the computed tomography imaging did not detect evidence of a stroke. The patient was reported to be in stable condition. The patient required one extra day of hospitalization as a result of this adverse event. The patient outcome is improved. Neurologic symptoms did improve but were not completely resolved within 24 hours. The patient has a history of strokes. Since the bubble sensor failed to detect the air bubbles, this reported issue has been assessed a reportable malfunction as it could lead to air embolism. Also, the adverse event reported might result in permanent impairment of a body function or permanent damage to a body structure. Therefore it is to be considered serious and MDR reportable under the smartablate pump.